Event description:
Procedure: lap cholecystectomy. Reportedly, while using the device the balloon burst. However, no pieces fell into the surgical cavity. Another instrument was used to complete the procedure.